Event description:
Allegedly surgeon desired to remove at the contra-lateral surgery without success. No complaint stated against this component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This component was not removed during the contra-lateral surgery, reported under MDR#s 00215 and 00216. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint reviewed and analysis showed no trend for pha0-1254 lot no: 056345329. Device history record reviewed. Product not returned.(B)(4)